Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that he had received 2 treatments from the lifevest. A nurse reported that there was no blue gel present. The patient alleged that the treatment caused him to fall down a flight of stairs, causing hip, back, and leg bruising. The patient reported that he received medication for his injuries and was in the hospital for four days after the event. The patient's equipment has not yet been returned from the field and there is no download to confirm the reported treatment. The pateint's medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Follow-up report #1: additional information - 05/30/2018. The patient's monitor (sn (B)(4)) was recovered. Data from the device indicates that the lifevest was worn for approximately three hours on (B)(6) 2018. The device was shut down at 14:33:43 on (B)(6) 2018 and not powered on again until (B)(6) 2018. The device was not active on the day of the reported event. No treatments were delivered by the lifevest. There is no information to suggest that the lifevest caused or contributed to the patient's reported injury. A us distributor contacted zoll to report that he had received 2 treatments from the lifevest. A nurse reported that there was no blue gel present. The patient alleged that the treatment caused him to fall down a flight of stairs, causing hip, back, and leg bruising. The patient reported that he received medication for his injuries and was in the hospital for four days after the event. The patient's equipment has not yet been returned from the field and there is no download to confirm the reported treatment. The patient's medical outcome is unknown.